Manufacturer narrative:
Date of event - aware date of 27oct2022 used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was completed using a watchman flx laa closure device with delivery system (wds). At an unreported time post index procedure, the patient experienced a cerebral vascular accident. No further information on the status of the patient is available

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that a cerebral vascular accident occurred.a left atrial appendage (laa) closure procedure was completed using a watchman flx laa closure device with delivery system (wds). At an unreported time post index procedure, the patient experienced a cerebral vascular accident. No further information on the status of the patient is available.it was further reported the cerebral vascular accident (cva) the patient experienced was ischemic in origin. The patient also experienced residual right arm weakness following the cva.